Manufacturer narrative:
G4:02dec2020. B4:06dec2020. The field service engineer (fse) confirmed the failure. The unit did not display "battery failed alarm". The (fse) replaced the battery to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18nov2020.

Event description:
The customer needs replacement of the backup battery. The unit was in use at the time of the reported issue, however, there was no patient or user harm.